Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called in to report a sensor glucose (sg) versus blood glucose (bg) discrepancy and a site issue. The event involved product(s) mmt-7040a,mmt-1884l,unomedical,mmt-332a. The customer was using a 780g system with a guardian 4 transmitter and the sg was 50 mg/dl and the bg was 110 mg/dl, a difference of 60 mg/dl, which is outside the target range. The customer also reported bleeding at the abdomen site, with blood visible on the sensor connector. The sensor was worn for fewer than four days and was replaced. During troubleshooting for loss of communication, the transmitter was confirmed compatible, and after pairing and setup, communication was restored and the system started warm-up. No further patient complications were reported. Mmt-7040a,mmt-1884l,unomedical,mmt-332a were not expected to return.